Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control is anticipating the device return to the manufacturing facility for evaluation and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device illuminated the charge pak and caution icons and it would not advance past the "call for help now" prompt upon power on. There was no report of pt involvement associated with the event.